Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely calcified mid left anterior descending artery (lad). A 2.00mm x 15mm maverick²¿ was selected to treat the lesion. However, during introduction, the balloon shaft was fractured about 25cm away from the hub. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed a hypotube kink 76.5cm from the strain relief. Microscopic examination also revealed a complete hypotube separation 80cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon of the device. Microscopic examination presented no damage or irregularities in the bonds of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).